Event description:
It was reported that the patient had flows that were continuously below 2.0 liters per min (lpm) and the decision was made to return to the or. The patient had a known outflow graft (ofg) twist that had previously been stented. The patient returned to the or on 21aug2022, where the surgeon noted that the ofg was twisted and there was a significant amount of extrinsic outflow graft obstruction (eogo) under the ofg bend relief. The patient was put on bypass and the entire ofg, with the exception of about 1 inch of the original ofg, was replaced. A graft to graft anastomosis was done. The patient returned to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
The known outflow graft twist was originally reported under MFR # 2916596-2022-11098. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed from this evaluation as no images of the twist were submitted for review, and the product was not returned for evaluation. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flows resolved after the ofg revision. At the time of the low flows the patient's hemoglobin dropped from 8.0 to 6.6 without apparent cause of bleeding. The patient's vasopressor and inotropic requirements increased, and the patient reported chest pain and dyspnea.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1: correction section h1: correction no further information was provided. The manufacturer is closing the file on this event.